Event description:
It was reported that a cartridge alarm occurred. The customer's blood glucose level was 307 mg/dl. A cartridge change was performed resolving the issue.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.